Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 56608, were returned and analyzed. The data files showed at least 7 applications were performed with the returned balloon catheter on the date of the event and system notice 50007 the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on one injection. Additionally, the data files showed at least 3 applications were performed with an unreturned balloon catheter on the date of the event with no issue. Visual inspection of the returned balloon catheter showed the device was intact, however, water droplets were noticed inside the balloons. The catheter failed the performance test due to system notice (B)(4) at the beginning of the functional test. Pressure tests revealed a leak through the guide wire lumen; balloons integrity was intact, and no breach observed. Then, dissection showed a guide wire lumen kink and breach at 1.38 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product insp ection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.